Event description:
Receiving information of air bubbles coming from the cartridge and into the infusion set tubing. Customer's blood glucose level was 300 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.